Event description:
Dealer stated that the seat on a m51psr20r power chair broke at the seat post causing the user to fall and sustain bruising, no medical attention sought. The end user is 100 lbs over the weight limit for this chair, there was no malfunction of the product. The seat broke off at the seat post several months ago and was welded on my an unknown source, it has broken off again causing minor injury. MDR filed based on the minor injury.